Manufacturer narrative:
Additional information received - it was noted that another device was used to complete the procedure (manufacturer unknown). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo image review: two still images of the valiant delivery system were received. The first image is an overview of the delivery system at a distance within the tray. The reported kink on the graft cover is not visible, the distal end of the delivery system appears bloodied (approximately 2in). The rest of the device looks unremarkable. A second image is of a small kink on the graft cover in between two of the stent rings. The exact location could not be determined from the image. The area looks clean and fluid is seen within the graft cover, most likely due to flushing. The cause of the kink that occurred in vivo could not conclusively be determined from the images provided. The patient¿s anatomy, which was not reported, may have been a contributing factor to the event.

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm and ulcer. It was reported that during the index procedure the delivery system could not be positioned in the targeted area. It is noted that the physician observed a kink on the delivery system graft cover and there was insufficient support to deliver the device to the target area. As per the physician, the cause of the event was due to the kink on the sheath. The stent graft was not implanted, and the delivery system was removed from the patient. It is unknown how the procedure was completed. No clinical sequelae were reported, and the patient is fine.